Event description:
Reportedly, after a vf induction test, it was not possible to read the records with the rf and inductive heads. The interrogation session was ended and the device was re-interrogated in a new session to access egms of induced vf.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior. It was most probably related to a programmer software issue.

Event description:
Reportedly, after a vf induction test, it was not possible to read the records with the rf and inductive heads. The interrogation session was ended and the device was re-interrogated in a new session to access egms of induced vf.

Manufacturer narrative:
Field: device code corrected. Please refer to the attached analysis report.

Event description:
Reportedly, after a vf induction test, it was not possible to read the records with the rf and inductive heads. The interrogation session was ended and the device was re-interrogated in a new session to access egms of induced vf.